Manufacturer narrative:
Both the suspect communication cable and suspect computer were sent back to the manufacturer for evaluation. Findings are as follows: the cable passed a continuity test with no opens or shorts detected. No problem found. Computer passed all testing with no problem found. A medtronic rep went to the site to test the system he deleted off all excess exams. He re-installed the cranial software application, replaced the microscope communication cable and the system computer. All functionality has been restored after the part replacements. System functioning normally; no further issues.

Event description:
A medtronic representative reported that when the zeiss pentero microscope is brought in it does not navigate and actually freezes the software. Previously, the site had reported they were unable to establish communication with the microscope during a cranial case (post registration/incision), even though the microscope bracket was visible to the camera. Both the treon and pentero were reported to be configured and plugged in correctly. The site reported that a (B)(4) service visit had recently been completed. All other navigation was working properly and case proceeded without navigating the microscope. No impact to the patient was reported.